Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Patient reportedly obtained blood glucose results of 107 mg/dl and 65 mg/dl, within 1 minute, when testing on the aviva system. At the time the results were obtained, patient reported experiencing symptoms of hypoglycemia. Patient self-treated by drinking orange juice. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.